Event description:
In 2002 it was reported that a 6f angio-seal sts device did not deploy and the physician had stated that "it just didn't feel right". Upon withdrawing the device and sliding the tamper tube into the tract, he stated it felt like it slipped and penetrated the vessel. A hematoma formed and bleeding began at the groin site. Manual pressure and a femostop were applied to achieve hemostasis. Further info became available to st. Jude medical in 2002, that the pt developed numbness in the affected leg and required surgical intervention 9 days later to repair a vessel occlusion. The pt is recovering.